Event description:
The patient underwent successful stenting of a < 85% stenosed middle cerebral artery (mca). It was reported that approximately 24 hours post stenting, the patient expired, and the cause of death was attributed to an infarct. The physician feels that the patient's outcome was unrelated to the stent, but due to increased blood flow. No additional information is available.

Manufacturer narrative:
The subject device remained implanted; therefore, physical analysis cannot be performed. A ship history review identified two lots that were supplied to the user facility prior to the reported event. The device history review on the two lots confirmed that the devices met all material, assembly and performance specifications. From the information available, there is no indication that the reported event is related to product specification nonconformance or misuse. However, the patient outcome of death is a known and anticipated complication associated with these types of procedures and is listed as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
The patient underwent successful stenting of a < 85% stenosed middle cerebral artery (mca). It was reported that approximately 24 hours post stenting, the patient expired, and the cause of death was attributed to an infarct. The physician feels that the patient¿s outcome was unrelated to the stent, but due to increased blood flow. No additional information is available.